Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump became hot to touch while charging. Reportedly, the customer believed the quality of insulin was impacted by the pump temperature. The customer's blood glucose level was in the 300's (mg/dl). Reportedly the customer would continue to use the pump for insulin therapy.